Event description:
Boston scientific rec'd info that this ventricular lead dislodged. Thresholds had increased and r-waves sensing was worse. Appeared this was a micro-dislodgement. The lead was repositioned about 5-6 times and unsuccessful measurements were noted in various positions. The lead was then removed from the pt and tissue was observed in the helix. A new lead was successfully implanted. The lead has not been returned. Should add'l info become available, this report would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.